Event description:
It was reported that since the last follow-up appointment in june 2023, this implantable pacemaker battery longevity had decreased from 2.5 years remaining to only four months. It was suspected that the device battery was exhibiting premature depletion. The device data was forwarded to boston scientific technical services (ts) for review, where it was determined that the battery was functioning normally with no evidence of premature depletion. Ts explained that the decrease in remaining longevity was most likely related to the normal change of the device's longevity measurement method (from coulometer to a voltage-based calculation). At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that since the last follow-up appointment in (B)(6) 2023, this implantable pacemaker battery longevity had decreased from 2.5 years remaining to only four months. It was suspected that the device battery was exhibiting premature depletion. The device data has been forwarded to boston scientific technical services and is pending review. Additionally, a surgical replacement procedure is anticipated, but has not yet occurred. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.